Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set's adhesive on (B)(6) 2024.the infusion set fell off from the site the infusion set was in use for couple of hours. No further information available.